Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI#. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product a lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6) hospital. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the procedure the hemopro2 adaptor does not always remain connected to the hemopro power supply and sometimes requires taping to ensure consistent energy delivery to the vasoview hemopro 2. There was a delay due to the time required to secure the adapter. No harm to the patient.